Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) device check, the device was not emitting tones when a magnet or programming head was placed over the device. The device eventually did emit tones as expected after the magnet was moved around "a little bit." The device remains in use. No patient complications have been reported as a result of this event.